Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing. High bipolar pacing impedance was also noted, which triggered an alert. The lead was reprogrammed to turn detections off and then the pace/sense portion of the lead was capped and replaced; the high voltage portion remains in use. It was also reported that the left ventricular lead had chronically high thresholds. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. 4068-45 lead, implanted: unk. (B)(4).